Event description:
It was reported that the handheld device would not power on despite being charged for several days and attempting a hard reset. The handheld device has not been returned to date. Attempts for additional relevant information will be made.

Manufacturer narrative:
.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. The cause for the reported complaint is associated with the lock button being in the locked position. Since the lock button was locked, the handheld buttons and touchscreen were unresponsive. Once the lock button was moved to the unlocked position no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.